Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. Customer indicated that their doctor has been contacted and their blood glucose value was 400 mg/dl at the time of the call. Customer treated with manual injection. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. The insulin pump passed the high pressure test. Customer indicated that their doctor gave them new infusion sets to try and customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation.